Manufacturer narrative:
The reported event of stretched helix was confirmed. Visual inspection noted the helix was stretched out of specification. The helix elongation is consistent with having occurred during implant procedure caused by the end-user. Further analysis performed indicated normal functionality. Review of the device history record (DHR) indicates that each manufacturing and inspection operation was performed, and the device passed all tests. Longevity assessment was performed, and device was in normal range of operation with appropriate remaining longevity.

Event description:
It was reported that the patient presented for a leadless pacemaker (lp) implant procedure. During the procedure, it was noted that the lp helix had stretched. The device was removed and replaced. There were no patient consequences.